Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation surgery with 200cc mentor memorygel breast implants. Post-operatively, the patient experienced bilateral rupture, which was confirmed via ultrasonography. As a result, the patient underwent removal and replacement with 200cc mentor memorygel breast implants on (B)(6) 2022. This report is for the left implant. Refer to manufacturing report number 1645337-2022-12614 for the contralateral event.

Manufacturer narrative:
On september 28, 2022, mentor received a photo of the device. On october 25, 2022, mentor completed a visual evaluation of the image provided. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On december 22, 2022, mentor completed a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two parts. In addition, an area of shell abrasion was observed on the edges of the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On november 23, 2022, mentor received the device for evaluation.the analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.the lot number of the returned device did not match the lot number that was reported to mentor. Several follow-ups have been conducted, but no clarifying information has been received. As such, the lot number of the returned device will be used for further reporting. The brand name and catalog remain the same.lot: 5929919 a manufacturing record evaluation (mre) was performed for the new lot number, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number:(B)(4).